Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on march 17, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4)..

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was placed under general anaesthesia (date not reported) during an abutment change. During the procedure it was found that the patient had experienced a loss of osseointegration.